Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our united kingdom affiliate during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra resilia valve resistance was felt when advancing the valve through the14f esheath+. Upon removal it was observed that the distal tip of the sheath was torn. There was no patient injury reported, and the patient is in stable condition.